Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. No intervention was performed. The patient's condition was unknown.

Event description:
Additional information received noted that the pacemaker was explanted on (B)(6) 2023. The patient's condition was unknown.